Event description:
Patient was putting on clothes and dislocated. This was originally put in (B)(6) 2017. He said the cup was about 15 degrees retroverted and slightly vertical. He also said he has never seen a head come out of a constrained liner without catastrophic failure, which this did not have, meaning liner became dislodged or screw and cup pull out.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A clinical analysis indicates that the femoral component dislocated out of the constrained liner when the patient was dressing. A single pre-op x-ray was provided, which confirms the reported dislocation. It was communicated that the existing femoral head was "relocated" into the existing r3 constrained liner; therefore there are no implants to return. No further clinical assessment is warranted. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.